Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 30ml ll, by the customer that have a layer of grease on the inner plunger/barrel. Additional information any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No total number of occurrences? 2 each have been seen with excess grease material on the plunger.